Event description:
Boston scientific received information that the patient being implanted with this device system was reportedly very ill and hypotensive, with an ejection fraction of approximately 10%. Upon defibrillation threshold (dft) testing in the triad configuration, a 14j and 21j shock failed. An external 200j shock was delivered, followed by the device delivering a 41j shock. The patient then went from sinus tachycardia at 135bpm to the lower rate pacing at 60bpm, with pulseless electrical activity or electro-mechanical disassociation. Attempts were made to recucitate the patient. Cardiac function was regained and the patient was placed on life support, with a balloon pump being used. The patient was then transferred to another facility for further care with lvad pump support. The local area sales representative discussed that no device allegations were associated with this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.